Event description:
A customer contacted beckman coulter inc. (Bci) regarding complaints of several low sodium (na) results being generated by the synchron cx5 delta chemistry analyzer, which were reported out of the laboratory. The customer stated that they routinely run any sample that gives a na result less than 134 mmol/l. Of those samples that were rerun they generally repeat 5-10mmol/l higher. An example was provided of a 131 mmol/l na repeating at 140mmol/l. Patient treatment was not affected in this event. The physicians question the results and had them repeated prior to adjusting treatment.

Manufacturer narrative:
Qc performance at the time of the event is unknown. A field service engineer (fse) was dispatched, decontaminated the system, and replaced some parts.